Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported via manufacturer representative that the blade quickly broke during the procedure. There was no patient impact.

Manufacturer narrative:
Analysis found that the inner shaft was gouged 0.57¿ from the distal face of the inner hub which would have cause grinding and friction and resulted in the reported malfunction. The gouging indicates metal on metal contact during use. The gouging corresponds to the proximal end of the outer tube in the front hub. The outside diameter of the inner cutter shall be 0.122¿ / +-0.001¿ and the actual measurement next to the gouging was 0.1218¿ which is in specification. There was no damage to the distal tip. When viewed under magnification, there was deformation and indentations of the front hub consistent with aggressive use. There were no bends or signs of a concentricity issues. If information is provided in the future, a supplemental report will be issued.